Manufacturer narrative:
Patient identifier, age and weight are unknown, however, patient over 18 years old. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2009. According to the complainant, during an attempt to grasp the stone into the basket, the sheath tore. The device was closed and removed from the patient. No part of the device detached. The procedure was completed with another manufacturer's device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.